Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (60% stenosis degree) in a severely tortuous distal vessel segment. The device would not go through the previous implanted stent despite using a wiggle wire.